Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. When the device was removed from the patient, the capsule fell onto the stomach. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated and broke off. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and blood tissue were present. The white foam piece was also off-center. The analyst was able to grab the remaining piece of plunger shaft and pull outward which released the capsule. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).